Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
Per user facility medwatch form, (B)(4), during a laparoscopic supracervical hysterectomy procedure a piece of a disposable ace harmonic scalpel blade (shear tip) broke off inside the abdomen. After a thorough search the piece was retrieved without harm to the patient. There was no patient consequence.